Event description:
It was reported the loop of this snare detached in the pt's colon upon opening during a polypectomy procedure on 7/21/98. The snare loop was removed with another snare without incident. The procedure was completed successfully. This device was rec'd, evaluated and retained by this MFR. The engineering evaluation revealed the snare loop assembly, including the loop coupling, was detached from the device inner cable. The loop coupling was crimped at both ends to restraining the loop and coupling. The crimp indentation for the cable was evident in the coupling. The ball weld on the end of the cable was barely noticeable. The inner cable was capable of being advanced and retracted with the hand assembly.